Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose. The customer's blood glucose was 422mg/dl at the time of incident. Trouble shooting was performed and found customer forgot to order a new battery cap because the little metal piece underneath the battery cap has broken off and he has to keep putting it back on. Advised shipped a new battery cap. Customer declined trouble shooting for the high blood glucose. The insulin pump will not be returned for analysis.